Manufacturer narrative:
The device will not be returned for evaluation. The lot number was not provided therefore a device history record review could not be performed. The exact cause of the user's experience and the reported phenomenon could not be determined.

Event description:
Olympus received a report from the user facility stating that during a transurethral resection of a bladder tumor procedure, a fragment of the distal tip of the device broke off into the patient. The fragment was then flushed out of the bladder. The product problem occurred at the end of the procedure. The procedure was completed. There was no delay of procedure as a result of the product problem. There was no patient harm as a result of the product problem.